Event description:
Customer indicated their meter was reading 7.1,7.7,6.1. Meter was set in mmol/l instead of mg/dl. While set in incorrect units customer read a glucose level of 12 amd was cold and sweating. Called paramedics who most likely gave pt a glucose shot. Able to change units over phone. An evaluation was conducted over the phone which determined that the meter's electronics are working as designed. Control solution was sent to customer.